Event description:
It was reported that the customer's family member drove them to the emergency room because the meter kept reading high. The customer was admitted to the hospital for high bgs. Suggested the customer take a manual injection as per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer that the pump is operating as designed and does not need to be replaced. Instructed the customer to change the site and use manual injections.